Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shoulder injury in 2004, breast reduction in 1998 and tubal ligation. Previously administered products included for an unreported indication: lortab, percocet and topamax. Concurrent conditions included pelvic adhesions (laparoscopy with lysis of adhesions and right salpingooopherectomy), morbid obesity (laparoscopy with lysis of adhesions and right salpingooopherectomy), hepatic lesion since 2008, abdominal pain upper (right upper quadrant), anxiety, depression, insomnia, urinary tract infection, focal nodular hyperplasia (per liver biopsy) since (B)(6) 2011, post-traumatic stress disorder (rape during childhood from father), gerd, dysphagia and hepatic mass (benign) since 2008. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), dyspareunia ("dyspareunia"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced abscess ("abscesses"). The patient was treated with surgery (pelvic supracervical(hysterectomy), bilateral salpingo-oopherectomy). Essure was removed. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, abdominal pain lower, migraine, dyspareunia, headache, weight increased and abscess outcome was unknown. The reporter considered abdominal pain lower, abscess, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: patient underwent salpingo-oophorectomy. Diagnostic results: (B)(6) 2011, eight views in an abdominal flat and upright series revealed postoperative changes are seen in the pelvis from placement of bilateral essure devices. The visualized osseous structures are unremarkable. Hysterosalpingogram: total bilateral occlusion *transvaginal ultrasound (tvu): total bilateral occlusion . Abdominal pain . Most recent follow-up information incorporated above includes: on 10-jul-2018: pfs received- outcome of pelvic pain changed to recovered / resolved. Reporter and lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shoulder injury in 2004, breast reduction in 1998 and tubal ligation. Previously administered products included for an unreported indication: lortab, percocet and topamax. Concurrent conditions included pelvic adhesions (laparoscopy with lysis of adhesions and right salpingooopherectomy), morbid obesity (laparoscopy with lysis of adhesions and right salpingooopherectomy), hepatic lesion since 2008, abdominal pain upper (right upper quadrant), anxiety, depression, insomnia, urinary tract infection, focal nodular hyperplasia (per liver biopsy) since (B)(6) 2011, post-traumatic stress disorder (rape during childhood from father), gerd, dysphagia and hepatic mass (benign) since 2008. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), migraine ("migraines") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced headache ("headaches"), weight increased ("weight gain") and abscess ("abscesses"). The patient was treated with surgery (pelvic surgery(hysterectomy)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, migraine, dyspareunia, headache, weight increased and abscess outcome was unknown. The reporter considered abdominal pain lower, abscess, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: patient underwent salpingo-oophorectomy. Diagnostic results: (B)(6) 2011, eight views in an abdominal flat and upright series revealed postoperative changes are seen in the pelvis from placement of bilateral essure devices. The visualized osseous structures are unremarkable. Abdominal pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received. Historical drugs added. Events weight gain, abscesses and headaches were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), migraine ("migraines") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.